Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed that the system had experienced a brief period of instability, but later improved with better agreement in blood glucose (bg) entries and sensor glucose (sg) readings. After providing this feedback, the customer provided an additional example of discrepancies between bg and sg values. On (B)(6) 2025 at 12:50 pm, the sg value read 2.4 mmol/l where as bg meter showed 6.4 mmol/l. The issue was re-escalated and additional review of dms data was performed. The example provided by the customer could not be confirmed in dms. But the review of data revealed that at 11:41 am, a calibration was entered during the period of gap in the glucose data. On the same day at 07:40 am, there was "calibration past due" which led to the gap in glucose data. This could have potentially caused inaccuracies. The customer was recommended to calibrate whenever requested by the system. As part of additional troubleshooting, the customer was asked to perform re-linking of the sensor. The re-link clears up any errors in calibration and allow the system to start using fresh calibrations. After re-linking, the system started working within expectations. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a. (B)(6) 2025, 2.30pm 2,6mmol/l 5,5mmol/l. B. (B)(6) 2025, 12am 5mmoll 7mmol/l. C. (B)(6) 2025, 10.48am 7,8mmol/l 6,9mmol/l. The issue did not result in any adverse event or patient harm.